Event description:
It was reported that the surgeon was attempting to insert a cc4202bf collamer plate lens and the lens got caught in the injector. No patient contact.

Manufacturer narrative:
Evaluation results- visual inspection of the returned product showed that there was no visible damage to the lens. There was evidence of a clear surgical residue. Conclusion-(no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge and foam tip plunger were not returned for evaluation.